Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that in the subject device the needle failed to advance during sample collection. The issue occurred during endobronchial ultrasound diagnostic procedure. There were no reports of patient harm.